Manufacturer narrative:
The cori cement curette pn 71935187, intended for use in treatment, was not returned for evaluation. A visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number, lot number, or part revision is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior event. Although the reported problem was not confirm, factors that may have contributed to the reported symptom may have been associated with mishandling. Care and caution should be exercised during the surgical site setup and sterilization. Refer to the cori surgical system user's manual and the cori surgical system instrument kit cleaning and sterilization guide for proper handling. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during sterilization the cement curette cracked. No case involved; therefore, there was no patient involvement.